Event description:
The pt service rep (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support service to report the pt's charger would not power on. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (charger would not power on) was confirmed. The cause on the non-functional charger was a defective power brick. The root cause of the defective power brick cannot be positively determined. No adverse event resulted from the intermittent battery charger. The pt rec'd a replacement battery charger.